Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens, the capsular bag tore. The iol was removed intraoperatively and replaced with another iol.